Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizures recently. It was noted that the output was increased as well as the device duty cycle. The patient was referred for prophylactic generator replacement. The physician felt that the increase in seizures was due to the generator nearing end of service. The patient underwent generator replacement. The generator was discarded and will not be returned for analysis per explanting facility protocol. No additional relevant information has been received to date.

Manufacturer narrative:
.